Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image on the monitor was flickered and noisy of the subject device in the unspecified timing. There was no patient injury associated with this report. It was not provided the other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc) could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the olympus german repair service center report said they repaired the cable unit of the subject device, omsc considered the phenomenon was occurred due to the cable unit damage. If additional information becomes available, this report will be supplemented.